Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a valid lot number.

Event description:
It was reported "iabp alarmed for helium loss with no additional alarms on second console". Another iabp console was used to complete the procedure. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was an ac2 pcs assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the returned sample was performed. No abnormality was noted. The returned pcs assembly was installed into a known good lab inventory ac2 for functional testing. The pump started up successfully. Pumping was initiated. The source side leak test was performed and passed. The pump continued to pump successfully for over 1 hour. The pcs assembly was removed from the pump. Each valve was connected to a 12v dc power supply to check proper function. Each valve responded properly to the 12v supplied with an audible click. Visual inspection of the pcs assembly internal hardware was performed. Blood buildup was noted inside valves v1, v2, and v4. Condensation was also noted inside the drain valve v4. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of helium loss alarm is confirmed. During the complaint investigation, dried blood was noted in the v1, v2, and v4 valves which can cause the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the dried blood buildup inside the pcs assembly. The root cause of how the blood entered the pcs assembly is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "iabp alarmed for helium loss with no additional alarms on second console". Another iabp console was used to complete the procedure. No patient injury or consequence reported. The patient's current condition is reported as "fine".